Event description:
Additional information showed the patient stated "it took at least 9 to 11 times in the same area to get this unit in place." It was unclear what was meant by this statement. It was reported the patient experienced pain, and was dissatisfied with their health care provider. The patient was still having concerns with their device. Additional information from the patient's health care provider (hcp) showed the patient visited their hcp on (B)(6) 2012, and did not report any problems with the device or therapy. On (B)(6) 2012, the patient's hcp reported "patient had a restless night" which resulted in lead migration. No interventions were taken, and no patient injury was reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient experienced a shocking or jolting sensation in the right buttock which began out of the blue. There was no known accident or incident related to the event. The patient turned the implantable neurostimulator off. Additional information has been requested but was not available as of the date of this report.

Manufacturer narrative:
Lead model 3889-28, lot # v838980, implanted (B)(6) 2012, explanted unk; programmer model 3037, serial # (B)(4).